Event description:
Reporter indicated that the pt was experiencing an increase in seizures. It was reported that the treating medical professionals turned off the device and removed the pt's medication to do monitoring. Later, the device was turned back on. All attempts for further info regarding the increased seizures have been unsuccessful to date, and thus the relationship between the increase in seizures and vns therapy cannot be determined.